Event description:
It was reported that the right ventricular (rv) lead had no capture and the patient had presented due to shortness of breath (sob) and fatigue. As a result the voltage threshold was increased with noted capture in the ventricle thereafter. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.